Event description:
It was reported the ski-needle tip (insertion needle) of the lead was broken off when the lead was opened. The ski-needle was detached from the polypropylene monofilament. The lead did not have any contact with the patient. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event. This event was traced back to operator error in the manufacturing process as opposed to systems used to control the manufacture of the device.

Manufacturer narrative:
Analysis of the lead found a crimp anomaly. The end of the polypropylene suture was partially crimped and no polypropylene suture material was observed inside the needle, both indicating that the suture was not fully seated in the needle. The proximal end of the needle was crimped.